Event description:
The information provided to sjm indicated a pt underwent double valve replacement surgery due to severe endocarditis involving both the mitral and the aortic valves with a large abscess in the fibrous skeleton between the two valves. An extensive debridement took place as well as pericardial patching and implanting of two st. Jude medical valves. The pt recovered and was discharged home. Postoperatively, the pt underwent re-do mitral valve replacement surgery due to paravalvular leakage. The valve was replaced with a larger sjm valve.